Event description:
Neurologist reported that the patient was in clinic and observed high lead impedance and low output current. Patient had her generator replaced less than 1 year ago. Patient is not having any issues. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that no trauma or manipulation occurred to vns site. Device was turned off. He reported that the patient had x-rays ordered. He does not know if the x-rays showed anything. X-rays have not been reviewed by manufacturer to date.

Event description:
It was later reported patient had a full revision. Impedance was normal after the surgery. Product return is not possible as facility is known to discard all explanted product. No other relevant information has been received to date.